Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation chronic low back pain/spinal pain. It was reported that there was a change in stimulation. Patient reported change in therapy related to positional movement. Caller reported in some positions it feels like stimulation is off, in other positions it feels like it's almost shocking her. Caller described it as an extreme charge and stated she was afraid to walk because she thought it might make her fall so yesterday and today she turned neurostimulator (ins) off. No trauma or falls reported. Caller noted she had ins off and fully charges ins then after charging turned ins on and noticed this. Caller redirected to healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 39565-65 (B)(4) implanted: (B)(6)2011 product type lead information references the main component of the system. Other relevant device(s) are: product ID 39565-65 (B)(4), ubd: 07-oct-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the sudden change in stimulation was that 2 leads were pulled out. The patient reported that she had an appointment with her healthcare provider (hcp) on (B)(6)2018 to readjust stimulation so it didn¿t shock her. The patient reported that she had an appointment on (B)(6)2018 to discuss replacing the battery and fixing the leads. The patient reported that she went in on ¿(B)(6)2017¿ for the procedure to replace the device. No further complications were reported.

Manufacturer narrative:
Product ID 39565-65 (B)(4) implanted: (B)(6)2011 product type lead information references the main component of the system. Other relevant device(s) are: product ID 39565-65 (B)(4), ubd: 07-oct-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the cause of the sudden change in stimulation was that 2 leads were pulled out. The patient reported that she had an appointment with her healthcare provider (hcp) on (B)(6)2018 to readjust stimulation so it didn¿t shock her. The patient reported that she had an appointment on (B)(6)2018 to discuss replacing the battery and fixing the leads. The patient reported that she went in on ¿(B)(6)2017¿ for the procedure to replace the device. No further complications were reported.